Event description:
It was reported that the patient was not receiving adequate therapy. The hcp (healthcare provider) attempted to pull drug from the catheter but could not pull any drug out. The entire catheter was removed and replaced with a new catheter. The new catheter was connected to the existing pump and the hcp received adequate csf flow; csf was dripping from the new catheter but had not been dripping from the old catheter prior to removal. The pump had been delivering hydromorphone (10 mg/ml at3 mg/day) and bupivacaine (16 mg/ml). Following the catheter replacement, the bupivacaine concentration was changed to 30 mg/ml). So the new drug combination was in the pump, the old drug combination was in the pump tubing, and the new catheter was empty. A priming bolus was done and a single bolus of 2.71mg was done. The physician chose not to do a bridge bolus because the concentration of the primary drug and the primary drug flow rate was not changing. It was later reported that the patient was having no pain relief. The distal portion of the catheter had an occlusion. Following the catheter replacement, the patient was receiving effective therapy. The dose of the bupivacaine was 16 mg.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8840, serial# (B)(4), product type programmer, physician; (B)(4).